Event description:
Pt reported that following removal of a large mole they experienced itching and redness. When the sutures were removed after 10-days, the wound "just broke open". Wound was "restitched."